Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check label information missing (expiration date/mfg date) due to unknown lot number. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check label information missing (expiration date/mfg date) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date is missing from packaging and syringes with an unspecified bd ultra-fine insulin syringe. The following information was provided by the initial reporter: I am attempting to determine if the insulin syringes (bd ultra-fine insulin syringe for u-100 insulin) in our facility's stock are still okay for use. Unfortunately I cannot find an expiry date on the packaging or on the syringe itself. I saw in your faqs that the syringes only have a shelf life of 5 years, however also do not see a manufacturing date anywhere. I do see a number (I assume a lot number) stamped on the packaging. Additionally, on 5/8/20 the bd sales consultant provided the following additional information received from customer: I have not submitted a complaint at all. I had only requested info on the shelf life and how to determine manufacture date, but we have since discarded the old items.